Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that multiple cubies had failed and that auxiliary drawer rows b and c had also failed. An fse removed and cleaned all trays and cubies and reseated the row board connectors. Nothing failed upon reboot. The system was tested in the hardware testing application, and the previously failed pockets were successfully inventoried. The system functioned as intended after the field service engineer repaired the device.